Event description:
It was reported that pump displayed malfunction alarm malf 0 with associated fault ID and malfunction recurred even after reset. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, used multiple daily injections as backup to maintain insulin delivery, was instructed to upload logs through mobile app, and was provided a replacement pump, along with instructions to place malfunctioning pump in storage mode, return it with a prepaid label, and re-enter pump settings and reconnect continuous glucose monitor on replacement device.